Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and rotated heart. A mitraclip xtw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be grasped. After several grasping attempts, a small flail was observed. Therefore, the clip was removed from the patient and the procedure was discontinued. There were no clips implanted, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to procedural conditions (difficult imaging and possibly rotated heart). A cause for the reported poor imaging could not be conclusively determined. The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to procedural conditions (difficult imaging and possibly rotated heart). A cause for the reported poor imaging could not be conclusively determined. The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating that a chordal tear had occurred during the procedure on (B)(6) 2024, but was not noticed during the procedure due to imaging issues.